Event description:
During a remote follow up, post paced t- wave oversensing and fusion were observed on the device. No intervention has been performed. The patient was stable and will continue to be monitored.